Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 pocket e4 failed and unable to recover storage space. A field service engineer powered the station down, checked and reseated the bus cables, cleaned and reseated the cubie pockets, then rebooted the station, and the drawer was detected with all cubie pockets present. Rebooted the station as part of the repair process. Cleaned the electronics drawer as well as the area around the back of the comm sled and power supply. Checked for any medications and removed debris from the bottom edge of the back panel. Verified for any loose drawers and reseated the drawer cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer 4.1 pocket e4 required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.